Event description:
The user's hearing performance with the device is affected. Re-implantation is considered but no date has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. Further information on the implant registration card states that one channel was left extra-cochlea at implantation surgery. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.